Event description:
It was reported that thru x-ray imaging the spinal cord stimulator (scs) leads of the patient had dislodged which caused the inadequate stimulation. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7098501, UDI: (B)(4).

Event description:
It was reported that thru x-ray imaging the spinal cord stimulator (scs) leads of the patient had dislodged which caused the inadequate stimulation. No further information has been obtained. Additional information was received that the patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.